Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that before a total knee arthroplasty (tka) surgical procedure it was observed that the saw blade coupling of the battery oscillator device was leaking an oil-like liquid. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device, and it was determined that the device passed all visual inspections. It was noted that the device passed inspection criteria¿s during the pre-repair diagnostic assessment. However, during the assessment, it was found that there was residue around the lip seal location of the saw head positioning sleeve. Also, some liquid appeared from below the sleeve when it was moved a few times. It was noted that the detected debris and liquid could be wiped off. It was determined that the found issue was not related to the device, but it was related to the reprocessing by the customer. The assignable root cause of these conditions was determined to be traced to environmental conditions. A review of the device history was performed and no non-conformances were detected related to the reported condition.